Manufacturer narrative:
Additional information has been requested. Once the investigation has been complete any additional information will be reported in a supplement.

Event description:
It was reported that, "dr. Had a proximal humeral plate and I was trying to explain to the scrub tech how to attach the handle for plate insertion to the proximal humeral targeting block and it would not attach. Upon further examination, as you compress the button, the back to release the inner piece to attach, the inner piece would not release. Dr. Completed the case successfully without using the aiming block."